Manufacturer narrative:
Result: CPR set switch out of adjustment.

Event description:
It was reported that the CPR set switch was out of adjustment, leading to a loss of all electronic motion on the bed. No pt involvement or adverse consequences were reported.